Event description:
The user was explanted on (B)(6) due to a left-sided infection. The infection began on the (B)(6) 2020 and was later confirmed as a staphylococcus aureus infection. The infection was located around the body of the implant and not within the mastoid. It is suspected that there was a biofilm. The user might be re-implanted at a later date.